Event description:
Customer reported a chip in his insulin pump's battery cap. The customer stated the damage was from wear and tear. The customer also reported a button error alarm. Customer's blood glucose was 209 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case display window corner, broken battery tube threads, cracked reservoir tube and lip, broken belt clip slot, missing end cap sticker, and cracked lcd window.